Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A clinical evaluation indicated that there have been three unsuccessful attempts to obtain clinical/medical documentation. Per communication the bent nail was removed using forceps. The procedure was completed using a backup with no patient injuries reported. Since no patient harm is being alleged and no further harm is anticipated, no further assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. Factors and/or some potential probable causes that could contribute to the reported event include but not limited to improper loading and off-label use, improper material selection, and plate design inadequate for intended use. Without the return of the actual product involved and no patient medical records, our investigation of this report is inconclusive.

Event description:
It was reported that during the procedure the nail was placed and when it was inspected using the image intensifier, this showed the nail was bent. Device was removed using forceps. The procedure was completed using a smith & nephew backup device. There was no further harm to the patient. The patient is stable.